Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation for the event of error message e433, the possible causes for the occurrence of error message e433 are: 1. A malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user activates the foot switch during device startup (temporary ¿user¿ error). 3. A defective foot switch due to a short circuit in the plug (temporary error). This case was addressed in CAPA-147p-017, implemented on (B)(6), 2015. 4. A defective foot switch due to defective reed contact (temporary error). 5. A defective cable connection between the hvps board (i.e. High-power voltage supply) and generator board (temporary or permanent error) 6. A defective cable connection for the output signal between the generator board and relay board (temporary/permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak value rectifier on the generator board (permanent error). 11. A missing control for the output stage of the generator board (permanent error). 12. An output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. No or too low supply voltage from hvps board (permanent error). 14. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, popping noises or flashes can sometimes be observed or noticed by the user. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective analog digital converter, or adc (permanent error). 17. A defective tvs diodes on the relay board (permanent error). Some cases are known in which the error message e457 appears first and then only the error message e433. Cases of this type can usually only be identified from the entries in the error log. In this case, the cause of the error is definitely the same as for the hvps-based e433 complaints. In general, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. On (B)(6) 2020, pqi_100-177-138_en-ds_00 was published in relation to error e433. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. In respect of the reported issue, a user error cannot be ruled out. Based on the results of the investigation for the event of error message e622, the main cause in this case therefore considered to be an inadequate power supply at the site of the user. If the esg-400 is operated below the permissible operating voltage, it must be expected that a whole chain of error messages (mainly e622 in this case) will occur, making it impossible to use the device. In this context, the display of e622 does not indicate a hardware defect. As error message e622 is associated with a restart (to clear the error flag), a whole chain of e622 messages can arise under adverse circumstances, making it impossible to use the device. However, if e622 is rectified after the restart, the device in question can be used without restrictions. In this context, the display of e622 does not necessarily indicate a hardware defect. In this respect, it may not be necessary to replace the motherboard or other components. In this case, the error could be caused by the software, which starts the power-down routine too late in the event of a minimum operating voltage supply. Based on the information currently available, it is not possible to determine the cause of the error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator displayed an error e433 (foot switch error). There were no reports of patient harm.